Event description:
Device 1 of 2 . Reference MFR. Report#: 1627487-2018-04040. Follow-up information revealed the patient has been released from the hospital. No additional information is known regarding the infection.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-04040. It was reported during the patient trial lead removal procedure on (B)(6) 2018, it was discovered the patient had an infection at the lead site. As such, the patient was sent to the emergency room (ER.) Additional information revealed the patient had an mrsa and was treated with antibiotics. Cultures were negative. However,the patient's white blood cell count was high.